Manufacturer narrative:
For 6 of 10 reported events, a field service engineer (fse) evaluated the analyzer at the customer's facility and 4 of 10 events were evaluated over the phone with the customer. All 10 events were due to operators not following the operator manual. The ten (10) aia-900 analyzers were repaired and returned to operational status.

Event description:
This report summarizes 10 malfunction events for the aia-900 analyzer. The review of events indicated that the analyzer experienced multiple error messages during sample/reagent preparation and loading, which caused delay in reporting of critical patient test results. These reports were received from various sources. Of the 10 events, 1 event involved patient samples with no indication of patient intervention or adverse health consequences due to the delayed reporting in patient test results. None of these events necessitated remedial action to prevent an unreasonable risk of substantial harm to the public health.